Event description:
The report from the filed indicated that upon inflating the stent delivery system (sds) just oast nominal pressure, the balloon began to leak and would not hold pressure. The report indicated a pinhole in the balloon. Initially, it was reported that there was no pt injury; however, additional information obtained suggests that there was vessel damage as a result of this event. Two additional cypher stents were deployed to treat the vessel injury. The investigation of this event is ongoing. Additional info has been requested regarding this event. The product has been returned to cordis for evaluation, the results of which are pending.